Event description:
(E)(1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d)(4) device, inaccurate monitored gas values were observed. According to the hospital report, the patient began to decompensate while connected to the ventilator and the (d)(4) device. In response, hospital staff manually ventilated the patient. The device was subsequently removed from the patient and exchanged for another unit, after which the issues were resolved. Following removal from the patient, the device failed to pass a sensor zero calibration. After these interventions, the patient's vital signs returned to pre-event levels. No lasting adverse effects or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: servo-u; volume control rate 20 / vt 460 / peep +12 / 60% per 21 c.f.r. 803.16, a report or other information submitted by a reporting entity under this part, and any release report or information, does not reflect a conclusion by the party submitting the report or by FDA that the report or constitutes an admission that the device or the reporting entity, caused or contributed to the reportable event.